Manufacturer narrative:
Results of investigation: the suspect gas delivery engine was returned to the carefusion failure analysis lab for evaluation. The results of the investigation showed no visual damage or misuse to the unit. The gas delivery engine was installed onto a known good unit where the issue was unable to be reproduced therefore the root cause could not be identified at this time. In the event additional information becomes available a follow-up report will be submitted at that time.

Manufacturer narrative:
(B)(4). Upon completion of the evaluation or in the event additional information is received a follow-up report will be submitted. (B)(4).

Event description:
The customer stated that this unit is having intermittent fio2 issues. During patient use the fio2 monitor displays 21% no matter what the setting is. When brought down to the biomed, he is unable to duplicate the reported issue. There was no patient harm noted in this incident.